Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, with lows occurring multiple times per day and difficulty restoring glucose despite oral carbohydrate intake; the user preferred prior manual injection therapy and declined further training. Symptoms included hypoglycemia with reported glucose as low as 40 mg/dl and feeling unwell at glucose levels around 80 mg/dl, accompanied by device alerts for urgent low soon and low glucose. Outcomes included self-treatment with oral glucose sources such as grape juice and sweets without hospitalization. Investigation included complaint intake review and troubleshooting with user education on hypoglycemia management steps and alert responses. Investigation of this case revealed no device malfunction reported, and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.